Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 08/27/2025, it was reported that the patient's tandem tslim in modified closed loop showed a message to replace the sensor a 2 days after it was put on the abdomen. Without an active sensor session, the pump would revert to open loop. The wife also mentions that the when this happens, he lands in the hospital and he needs insulin really bad. The patient had vomiting, polydipsia. His eyes were rolling back, rapid loss of weight, hallucinations, peeing and cannot walk. The patient and wife went to the hospital on that day and was released the next day. The doctors put him in fluids and insulin for dka. During the call, he was in bed unable to walk. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.